Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this product was returned for laboratory analysis.

Event description:
Boston scientific received information that right ventricular (rv) lead pace measurements were greater than 2,000 ohms. Threshold measurements were reported stable at approximately 3.0 volts to 3.5 volts. All other rv lead measurements were reported to be within acceptable limits. The patient's physician chose to perform an invasive revision procedure and the rate/sense portion of the lead was capped. The device was explanted, as it was nearing elective replacement indicator (eri). No further complications were observed.